Event description:
Loss of implant - diabetes mellitus, periodontal disease, local infection / subacute chronic osteitis, no thread tap used, primary stability was achieved, implant achieved osseointegration, inadequate bone quality/quantity, preceding/simultaneous bone augmentation, peri-implantitis, infection, pain, fistula, abscess, bleeding, inflammation ((B)(6) are same patient).